Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
The patient via manufacturing representative (rep) reported experiencing a shocking sensation when they got in their car, after they had a procedure where a substance was injected into their disc. The shocking sensation following their procedure occurred about 5 weeks prior to the report. It was noted that the procedure made the patient grow an inch taller. Impedance measurements were taken; the left lead is 700-800 ohms, and the right lead is greater than 40,000 ohms, except for electrode #13 (which is at about 800 ohms). It was noted that the patient is in the process of getting an x-ray done. Information from the manufacturing representative was received on (B)(6) 2016, stating that the x-ray did not show any lead fractures. The rep also noted that they reprogrammed the patient on (B)(6) additional information was received on (B)(6) 2016 from the patient's family member, indicating that they would like to contact a manufacturing representative near the patient's college at the (B)(6) for adjustments if the patient needs. They noted that the patient is still having problems with their lead, and that local doctors and reps can't determine why the problem exists. The family member has reached out to the patient's implant doctor at (B)(6) for further guidance. The caller reported that the electrodes above and below the middle one (#13) are not working, and the rep thought that one of the leads was likely broken. However, the x-rays did not show any fractures. They stated that they sent the original films from (B)(6) to the healthcare provider, but wasn't sure if they received them yet. The caller mentioned that the patient is not getting coverage across their preexisting thoracic spine condition. They stated that the stimulation has worked fine but now that the lead is compromised, it is not spreading coverage for the 3 disc areas that it was before. The patient was to follow up with their healthcare provider for the next steps regarding their lead issue. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.